Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed ¿motor feedthru anomaly - shorting across insulator¿. There was corrosion and bridging across the insulation of the m1 feedthru.

Event description:
A confirmed motor stall and motor stall recovery were noted on the event logs. There were multiple motor stalls beginning on (B)(6) 2014. According to the returned logs, the stalls recovered in less than 2 hours and were spread out over weeks. The patient had not undergone an MRI and it was unknown what was causing the stalls. The patient was feeling ¿crappy¿ and per the patient¿s family, the patient was having weakness but the patient felt that was normal. At the time of the pump motor stalls, the pump was used to deliver lioresal and morphine. On (B)(6) 2014, the pump was replaced. The existing catheter was aspirated of 2+ml and connected to the new pump. The physician planned to titrate as needed for effective therapy. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.